Event description:
On 11/1/2023, it was reported by a sales representative via email that the distal locking screw would not lock into an ar-8943dr-05 right locking distal fibula plate. No additional information was provided. Additional information received on 11/2/2023: this was discovered during an open reduction internal fixation of the ankle. Two ar-8827cl-12 kreulock compression screw and an ar-8827cl-16 kreulock compression screw did not lock into the plate. The case was completed using one of the ar-8827cl-12 kreulock compression screws, other larger screws, and a new ar-8943dr-05 right locking distal fibula plate. Per the sales representative, the distal locking holes looked off, and although it was hard to tell if it was before inserting the screws, but the locking tower was having difficulty locking onto the plate in the correct trajectory. Added the peek aiming guide onto the plate to get the correct trajectory, and the locking tower was still having difficulty threading into the plate and as well as having the screws seat properly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.